Manufacturer narrative:
(B)(4). Complaint is confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: it was reported that patient suffered from severe pain and instability, rom 10-110, x ray revealed radiolucency around femoral component. After two months patient undergone revision of left tka due to femoral loosening and minimal bone loss of tibia and damaged patella were reported. All the initial components were removed and replaced by the lcck. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional patient consequences were reported. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: item # 00542801109 lot # 62710060, item # 00542000800 lot # 62741455. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-05406, 0001822565-2019-05350. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a left total knee arthroplasty; subsequently, the patient was revised due to pain, instability, and a loose femoral component. During the revision, mild damage to the patellar poly and a small fracture of the tibia was noted. All components were replaced without complication. Attempts have been made and no further information has been provided.